Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is no sound on the mx40 telemetry anymore. There was no patient involvement.